Event description:
A vaxcel pasv mini port was being placed for therapeutic purposes in 2005. During catheter insertion, the wing of the peel-away sheath broke off. The physician needed to use a hemostat to be able to complete the procedure with the same sheath.